Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, 200mcg/ml at 1898.4mcg per day. The indication for use was intractable spasticity. On (B)(6) 2019 the healthcare provider reported that the patient was admitted to the hospital in (B)(6) 2019 with symptoms of what he thinks were overmedication symptoms. Per the reporter, the cause of the event was undetermined. The patient had their pump replaced on (B)(6) 2019 and at the time of the replacement, it was observed that the pump segment of the catheter was spliced, but still connected. Csf (cerebral spinal fluid) was aspirated from cap (catheter access port) prior to and after the catheter revision. After the revision/replacement the drug was gablofen and the dose was changed to 1425mcg/day. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.